Event description:
It was reported that the patient noticed that their controller was burning at the connection port where the cable was charging the pdm. The connection point had melted. No serious injuries were reported. The patient had called in asking about their replacement.

Manufacturer narrative:
The device was received and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The customer reported that the controller and cable melted due to overheating issues. The returned charging cable was noted to be a pre fix cable as the serial number was absent on usba side. The returned controller and cable showed evidence of thermal damage. Due to the damage that was observed on the port area, the sim card was not inspected. No signs of fluid ingress were observed. The thermal damage was observed within the connection between the usb-c cable and pdm receptacle. Investigation identified a red fiber lodged inside the vbus and gnd short of the usb-c connector. The op5 user guide states "do not allow debris or liquid to get into the usb port, speaker, sound/vibrate button, or power button while cleaning the controller. Failure to do so could result in damage to the controller". Although red fiber contamination was identified in the charging port receptacle, it could not be conclusively determined as the root cause of the thermal event.